Event description:
The patient reported that he is currently hospitalized and believes that the problems are related to his pump as he has been having problems since it was implanted in july. The patient had symptoms of nausea and vomiting and severe headache. The nurse did not know of any device troubleshooting. She stated that the pt was taken to surgery for a csf leak and catheter fracture. The pt's catheter was revised. The hcp reported that the pt is doing well now. The drug contained in the pt's pump is morphine 15 mg/ml.